Event description:
Customer complaint ((B)(4)) received on 10/21/2016, where customer reported unexpected negative hla class I antibody results for 3 samples ((B)(6)) with lifecodes lifescreen deluxe lot 3003153.